Event description:
The customer stated that an elevated architect magnesium result of 8.2 meq/l was reported for a patient on (B)(6) 2014. The customer's normal range is 1.3 to 2.1 meq/l. The sample retested at 1.8 meq/l on the same architect analyzer and 2.2 meq/l on a different architect analyzer. A corrected report was issued within an hour. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of the complaint text indicates the customer observed falsely elevated magnesium results on the architect c4000, serial number (B)(4). The field service representative (fsr) observed the cuvette drying tip (list number 09d51-02) was not seated correctly which caused the bottom end of the drying tip to be broken. He also noted the sample probe (list number 01g48-03) was replaced on (B)(6) 2013 and had not been calibrated in the past year. The sample probe was replaced and calibrated and the cuvette drying tip was replaced. The issue was resolved by replacement of these parts. The sample probe and cuvette drying tip were not available for return. A review of the architect system operations manual and architect magnesium reagent package insert indicated the complaint issue is adequately addressed. Review of the instrument service ticket history did not identify other issues considered to be a contributing factor in the current complaint. Review of quality metrics identified no trends for the sample probe or cuvette drying tip. There is no indication of either a malfunction or a deficiency of the sample probe or cuvette drying tip. The sample probe was worn out from normal use and the drying tip was installed/used incorrectly.